Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This is potentially reportable as an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: inspection of the cartridge compartment showed no evidence of debris. Pump boots to verify screen with no issues. Performed a rewind and load cartridge successfully, then primed cartridge to 185u. Removed cartridge and verified cartridge was at 185u. Reinstalled cartridge. Performed rewind and load cartridge again. Piston stopped at 185u, display screen correctly read 185u. Units remaining were calculated correctly in steps 17 through 20. Unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.